Event description:
Caller reported that the pump unexpectedly displayed the reset screen, but it did not require being plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump reset a microprocessor during a routine check as a built-in safety feature to ensure performance, functioning as intended. The caller was educated on procedures following a reset, such as manually restarting dexcom cgm sessions and reloading cartridges, and acknowledged understanding. The customer successfully resumed insulin use afterwards.